Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an unknown 27mm magna mitral valve underwent a valve-in-valve procedure after an implant duration of approximately 7 years and 2 months due to structural deterioration of the leaflet, restricted posterior leaflet and incomplete coaptation of leaflets with moderate-severe mitral regurgitation. The patient presented with symptoms of heart failure. A tmvr was successfully performed with a 26mm 9750tfx valve. The patient was transferred to the cvicu in stable condition.

Manufacturer narrative:
The device history record (DHR) could not be reviewed, as the device serial number was not provided. Updated sections: d4 (expiration date), h2, h4, h6 (type of investigation, investigation findings, and investigation conclusion per technical summary 31081, rev a, tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Per technical summary 33069, rev a, structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. Devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint do not require an engineering evaluation. The most likely cause is patient factors, including a history of hypercholesterolemia. All pertinent information available to edwards lifesciences has been submitted.